Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test (7-19 psi) with values of 19.0, 20.3, 21.5, 21.7, 19.8, 19.7, 19.8 in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition device failed the downstream occlusion test (7-19 psi) with values of 19.0, 20.3, 21.5, 21.7, 19.8, 19.7, 19.8. Downstream occlusion alarms were observed in the event history log. Evaluation was unable to reproduce the reported symptom. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.